Event description:
A system operator reports a custom patient with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer number 1061857-2007-00209. There was no patient impact/injury associated with the right eye. Patient records indicated bcva in the right eye at approximately 10 weeks post-op equaled the pre-op measurement. Ucva improved from 20/400 to 20/30-2. During the early post-operative period, the patient experienced double vision, however, the latest examination does not include this notation. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.